Manufacturer narrative:
Continuation of medical devices: product ID 3889-28 lot# va0ku4l, implanted: (B)(6) 2014, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient was needing a head scan. The caller stated the patient reported that she had fallen multiple times after the 2nd fall it was determined by a manufacture representative (rep) that the patient had broken prongs. The caller stated the patient was not able or was withholding information whether it was she couldn¿t remember or other reasons. There were no further complications that have been reported as a result of this event.